Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 00-2232-004-18 lot# 63674177 cable ready gtr cocr cable. Cat#00-2232-004-18 lot# 63716290 cable ready gtr cocr cable. Cat# 00-6202-058-22 lot# 63365727 tm acet shell 58mm cluster. Cat# 00-7713-013-00 lot# 63675172 m/l tpr kinectiv stem sz 13.5. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2023 - 00007 0001822565 - 2023 - 00260 the customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent left total hip arthroplasty. Subsequently the patient noted they were revised approximately one (1) year later due to worn poly. Medical records show revision due to pain and hematoma from an unknown injury to left leg. During the revision, the surgeon noted metallosis, scarring, and local tissue reaction. The head, neck, and liner were exchanged, the cerclage wires were removed and irrigation and debridement to hematoma without complications. Subsequently an irrigation and debridement was performed approximately seven (7) months after revision due to recurrent hematoma with three (3) previous aspirations with negative cultures. The large hematoma was excised with drain placed without complications. Attempts have been made and no further information has been provided.